Event description:
A nurse reported that an inflammatory process and toxic anterior segment syndrome (tass) were detected in the patient¿s eye after cataract surgery [without intraocular lens (iol) implant] during a postoperative medical check-up. The physician suggested that the serum contained within the cassette was the cause of the adverse event. Patient was treated with intravitreal injection and condition of patient was improving. The current patient condition was unknown. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
Corrected information provided in b.5. A review of the device history record (DHR) for the reported suspect product also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The consumable single-use cassette is provided to the customer in a sterile manner. An evaluation is conducted to ensure each requested item meets customer, process, and regulatory requirements. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an inflammatory process and toxic anterior segment syndrome (tass) were detected in the patient¿s eye after cataract surgery [without intraocular lens (iol) implant] during a postoperative medical check-up. Patient was treated with intravitreal injection and condition of patient was improving. The current patient condition was unknown. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection could not be conducted in order to ascertain the failure mode for the consumable device. A consumable is a single-use medical device provided to the customer in a sterile manner. An evaluation is conducted to ensure each fluidics management system (fms) meets customer, process, and regulatory requirements. Once the consumable is assembled and sealed, they are all sterilized as a complete unit. The sterilization validation has taken into account the worst case to ensure all consumables meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).